Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 3443 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in the needle mechanism failing to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version, 1.2.4. Cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware, n5004l. Cloud - cgm sensor type, data not available.

Event description:
It was reported that the needle never deployed the cannula into the skin and the pink slide insert did not move forward, indicating that there was a needle mechanism failure.